Manufacturer narrative:
The cartridge has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the patient contacted animas alleging that when she uses apidra insulin in the pump, the insulin gels in the cartridge and causes an occlusion alarm, which interrupts basal delivery. The patient stated that when the issue occurred, her blood glucose (bg) elevated to 300mg/dl with frequent urination and blurred vision. The patient reportedly changed out supplies when the issue occurred. The patient stated that the last time this issue occurred was on an unspecified date "a couple weeks ago" and she has since been using novolog insulin without issues. This complaint is being reported based on the allegation that the patient experienced hyperglycemia related to occlusion alarms interrupting basal delivery. There was no product defect identified during troubleshooting; the cause of the occlusions was determined to be gelled insulin.